Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer complained of discrepant elecsys ft3 iii results for 1 patient sample that was provided for investigation between the customer's cobas 6000 e 801 module, a cobas 8000 e 602 module used at the investigation site and a cobas e 411 immunoassay analyzer used at the investigation site. Refer to the attachment to the medwatch for all patient data. There was no allegation of an adverse event. It was not known if erroneous results were reported outside of the laboratory. The e602 module serial number used at the investigation site was (B)(4). The e411 analyzer serial number used at the investigation site was (B)(4). The e801 module serial number used at the investigation site was (B)(4). He ft3 iii reagent lot number used with the e 602 module was 277945 with an expiration date of 30-sep-2018. The ft3 iii reagent lot number used with the e 411 analyzer was 314666 with an expiration date of 28-feb-2019. The ft3 iii reagent lot number used with the e 801 module at the investigation site was 314824 with an expiration date of 31-may-2019.

Manufacturer narrative:
Upon investigation of the patient sample, an interferent against a component of the reagent was confirmed. This interference is covered in product labeling: in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings.